Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. The customer to switch to multiple daily injections as a backup therapy.